Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, short burst of noise was noted on the atrial lead. After further investigation, it was found that this noise has been on the lead since 2016. Patient was asymptomatic. No intervention was performed, physician decided to monitor patient remotely.